Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). Device sterile date: on (B)(6) 2024. Complaint history review/trend analysis: (24 months review and percent of sales) 2 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate: (B)(4). CAPA: 005401 is noted to be related, CAPA was closed in 2022. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformance's observed. Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821707, drainage kit, lumbar while performing a lumbar drain at the bedside - a piece of the soft tubing was sheared and left in the thecal sac. The device did not do what it was supposed to do; device was hard to use.

Event description:
Part 821707 codman* lumbar catheter kit - while performing a lumbar drain at the bedside - a piece of the soft tubing was sheared and left in the thecal sac. The device did not do what it was supposed to do; device was hard to use.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Device identifier (UDI number) : n/a. Risk review: (B)(4). Rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention. Residual risk: medium. Further investigation to be carried out.